Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported difficulty to remove and imaging loss were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to remove and imaging loss appear to be related to operational context. In this case, it is likely that the optical fiber break occurred prior to the pullback and after the user¿s successful connection and was caused by either the patient anatomical conditions or the use techniques employed during catheter insertion. It is also likely that the catheter sheath damage occurred due to catheter withdrawal techniques at the site of the copilot, as well as the copilot use techniques employed during attempted catheter removal. The catheter was freely removed from the copilot and guidewire once the copilot cap was depressed to disengage the lock and allow movement of the guidewire and catheter. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report returned device analysis identified that a hi-torque (ht) balance middleweight (bmw) universal ii guide wire was received. The account confirmed that the ht bmw universal ii guide wire was also advanced together with the copilot and dragonfly opstar imaging catheter removed together as a single unit as there was resistance with the guide wire but was successfully used in the procedure. There were no issues with the copilot. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) artery. The dragonfly opstar imaging catheter was successfully used in the pre-run. The copilot guide wire kit was also used in the procedure. However, an error message of "catheter failed. Please remove from patient" displayed during pullback. Upon removal, the dragonfly opstar got stuck on the copilot and both devices had to be removed together. Another guide wire kit was used to continue and complete the procedure without using another imaging catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.